Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A health care provider (hcp) via a manufacturing representative that the patient had a revision due to lead migration. The patient had injured their back at work in (B)(6) of 2011. Initially, the patient's back pain was managed conservatively with rest and physiotherapy. Imaging had showed degenerative disc disease in the lower lumbar spine at l4/5 and l5/s with a broad based annular disc bulge at l4/5. After returning to work, the patient had reinjured their back. In (B)(6) 2011, the patient saw a spinal surgeon and was admitted to the hospital. In (B)(6) 2012 the patient returned to work and they reinjured their lower back. In (B)(6) 2012 the patient was referred for surgery since imaging demonstrated sequestered left paracentral disc with a foraminal disc fragment compressing the exiting left l4 nerve root at the lateral recess and intervertebral foramen. In (B)(6) 2012, the patient had surgery that consisted of a l4/5 instrumented fusion and discectomy. After the surgery, the patient had ongoing lower back pain and severe left side radiculopathy. The patient saw another hcp in december 2-12 and imaging showed post-surgical changes, bony hyperostosis and abnormal soft tissue with restenosis of the left l4 exit foramen, displacement of the left l4 nerve root, and residual disc bulge. In (B)(6) 2013, the patient had left l4/5 foraminal decompression. Initially the patient's pain had improved on their left side. Six weeks after surgery, the patient was involved in a motor vehicle accident and they had ongoing severe l4 radiculopathy. Imaging demonstrated post-surgical changes at l4/5 with ongoing presence of abnormal soft tissue in the left exit foramen with displacement of the left l4 nerve root that was likely scarring and granulation tissue. The patient was completing hydrotherapy and physiotherapy. In (B)(6) 2014, the patient had persistent moderate to severe lower back pain and left l4/5 radiculopathy. The patient's left leg was numb and they had a continuous ache in their back with tightness. The patient was calculated as having a 28 percent whole person impairment rating. Given the patient's level of pain and loss of function they proceed with a trial of a spinal cord stimulator. The patient's hcp was considering removal of peroneal scar and tissue during implant of the implantable neurostimulator (ins). The ins was implanted in (B)(6) 2014 for left l4 nerve root foraminal stenosis. Due to lead migration, the patient had to have a lead revision. Following the revision the patient had chronic pain and needed severe painkillers. The patient was unable to obtain coverage over their left lateral thigh or below the knee and they were unable to lie on their left side. On average, the patient's pain was a 6/10 with peaks of 10/10. The ins was unacceptable and produced severe dysestethic pain in the patient's left groin. The ins was explanted in (B)(6) 2015. After the explant, the patient was assessed to have a 33 percent permanent impairment. The patient had complaints of severe muscle spasms in their left leg that interrupted sleep and reduced libido and sexual drive. In (B)(6) 2015, the patient was treated for symptoms of low testosterone due to long term opioid therapy. In (B)(6) 2015, the patient had persistent moderate back pain and left l4 radiculopathy with an average pain ranking of 7/10. The patient planned to start a proton pump inhibitor and discuss a dorsal root ganglion stimulator. In (B)(6) 2015, the patient's pain ranked at 10/10 and they had persistent moderate to severe lower back pain and left l4 radiculopathy.